Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Moisture damage was found on the motor. The insulin pump was received with cracked display window corners, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported exposing her insulin pump to fluid/moisture. The customer stated the fluid was not under the lcd display. The customer stated there was also a crack on the top right of her insulin pump's screen. The customer's blood glucose was 122 mg/dl. No additional information provided.